Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had insufficient/low power, the reverse trigger was locked due to having some parts, liquid residue and oxidation inside. It was further determined that the device failed pretest for check the power with the test bench, triggers for forward and reverse mode, air leak and reverse locking mechanism. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred on the fourteenth day in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.